Event description:
Patient reported receiving an elevated blood glucose result of 240 mg/dl, while using the suspect device. Patient stated that, based on this result, they took an extra 500 mg of glucophage, and sought treatment in the emergency room. Thirty minutes following the initial result of 240 mg/dl, patient's blood glucose measured 114 mg/dl (using hospital's blood glucose measured 114 mg/dl (using hospital's blood glucose monitor). No treatment was received. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.